Event description:
It was reported that an ilet user missed a meal announcement while and later had a blood glucose value of 280 mg/dl. The caregiver asked whether to announce the meal belatedly, and support advised not to do so and to allow the ilet¿s corrective algorithm to manage glucose. Symptoms included hyperglycemia. Outcomes included no alerts, alarms, or escalation, and the caller understood the guidance. Investigation included troubleshooting and user education regarding meal announcement timing and reliance on the corrective algorithm. Investigation of this case revealed that the device functioned as designed, with no device malfunction identified and hyperglycemic variability due to missed meal announcement. It was concluded, based on previously established findings for similar reports, that user-related operational timing caused the issue, and continued use according to instructions resolved the concern.